Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated by analysts. The issue was found to be the customer releasing the pump's clutch and manually moving the plunger head during infusion. The clutch and related components were replaced as a preventive measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump's plunger was skipping about halfway through the occlusion test. Following this, an error check would occur indicating clutch/plunger level. There were no reported adverse events.